Event description:
The letter from the attorney alleges that trapeze was installed on the side of the bed rather than the head of the bed and that as their feet were touching the floor, they tripped and stumbled over the base of the floor stand. The consumer alleges serious injury.